Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis. The customer¿s blood glucose level was 464 mg/dl at the time of the incident and current blood glucose was 224 mg/dl. The customer¿s blood glucose level was 408 mg/dl. The customer was treated with intravenous. Customer was reported that they had positive results in ketone test and also had vomiting. The insulin pump will not be returned for analysis.